Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant medical product: biomet femoral stem catalog #: 192409 lot #: 832420; biomet ringloc liner catalog#: 11-165216 lot#: 444540.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that patient underwent a right hip revision procedure approximately 13 months post-implantation due to pain. During the procedure, the head, cup and liner were removed and replaced. A competitor cup and liner were used to complete the procedure.